Event description:
On (B)(6) 2012, the reporter claimed the animas insulin pump will not turn on after it was exposed to water for the first time. Reportedly, the patient was taken off of insulin pump therapy at the time of concern. Three hours later, the patient's blood glucose reading was elevated reading "high." Prior to being off of insulin pump therapy, the patient's blood glucose had been "ok." The patient did not have any symptoms at the time of concern. The reporter was advised to closely monitor the patient, start the patient on the backup, and consult with md should the patient's condition gets worst. During troubleshooting, the power issue was not resolved. The reporter confirmed there was no product misuse. There was evidence of moisture in the pump. This complaint is being reported because the patient received 'high" blood glucose reading, possibly over 500 mg/dl after the animas insulin pump would not turn on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.